Manufacturer narrative:
(B)(4) implanted date: initial surgery was done in (B)(6) 1996. Concomitant medical devices: unknown mg ii femur; unknown mg ii tibial tray; unknown mg ii patella. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bearing revision approximately 11 years post initial surgery due to wear.

Event description:
It is also reported that the patient experienced pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photos and x-ray. Examination of the picture determined that the superior side of the implant is visible in the picture and implant is damaged. Especially, severe wear damage is observed on the medial condylar side of the implant and there is a see-through hole in the implant on the same medial condylar side. Railing of the implant on the medial side is also damaged. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation articular surface had been in-vivo for over 20 years before being revised. Therefore, the root cause is clearly wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.